Event description:
Staff opened a vitrectomy pack for an eye case. Upon examining the equipment, they noted that the tip of the probe was bent. The device was not used on the patient. Staff obtained another kit from the same manufacturer with the same catalog number (lot number unknown) and proceeded with the case. There was no patient or staff harm. Staff do not know why the tip on this device was bent. No other kits that they have opened have had this problem.====================== health professional's impression======================staff do not know.====================== manufacturer response for accurus probe, total plus vitrectomy pak======================a complaint report was sent to the manufacturer. We are awaiting their response and intend to return the device to them for investigation and analysis.